Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was wound up and twisted like a pretzel. The communicator power cord is not unusually hot or warm to touch. A boston scientific company representative opted to replace the power cord out of an abundance of caution. No adverse patient effects were reported. The communicator remains in service.